Event description:
A 5 fr double lumen powerpicc was placed into a different pt lot reuh1120 and the pt also experienced shortness of breath, chest pain and panic type reaction when the saline was flushed into the line. Rapid response was called. Unable to verify changes in vital signs because this was an "outpatient" placement and vitals were not checked prior to placement. Symptoms included chest pain, back pain, panic, tingling in hands, pain in legs, metalic taste in mouth, seeing spots, shortness of breath and chest pain. Reaction occurred prior to dressing, prior to cleaning, and after stylet was removed, during the flushing of the line with saline from the bas kit. Rn does "rapid" flush of saline to clear blood from the line after checking aspiration. Reaction resolved within a few minutes and PICC line was left in pt. Placement was verified to be in the svc.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.